Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet, resulting in a cracked display screen while the device continued to function as intended. Symptoms included no reported hypoglycemia or hyperglycemia and no alerts or alarms. Outcomes included no injury and no medical intervention or hospitalization. Investigation included a review of the event details and device history, along with return logistics and data synchronization guidance. Investigation of this device revealed damage limited to the display assembly consistent with accidental physical impact, with no evidence of systemic device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental drop.